Event description:
A product liability claim was raised. It was reported that the patient was implanted a durom hip generic on an unknown date. The patient was revised on (B)(6) 2013 due to unknown reasons. Since the implantation date was not reported, this case will be treated as one of the cases for which zimmer implemented a correction in july 2008.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. While a cause for this specific clinical event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a correction in july 2008 as referenced above. Should additional information become available and/or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer reference number of this file is (B)(4).